Event description:
The patient contacted baxter's technical service center regarding a high drain 105, which occurred on the homechoice (hc) during use. The patient was not connected. The patient stated he had been retaining extra fluid and that his dry weight went from (B)(6). The patient's peritoneal dialysis nurse (pdn) changed his programming and switched the concentration of his bags so that he would drain the extra retained fluid. The patient stated it was successful and he lost (B)(6). After draining the extra retained fluid, the patient's pdn changed the programming and had the patient return to the normal bag concentration. The baxter technical service representative (tsr) was unable to document any programming from the previous day since the pdn had changed the programming that day. The patient stated they had no problems with therapy the previous night except increased drain discomfort from the extra draining. The patient did not experience any symptoms of overfill. The tsr offered to swap the hc, but the patient did not understand since his high drain was intentional. The patient would keep the hc and continue therapy that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, baxter product surveillance contacted the patient's pdn regarding the high drain 105. The pdn was not made aware of the alarm. The pdn stated the patient has not reported any other symptoms or other drain volumes that meet increased intra-peritoneal volume criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the patient was doing well with the following treatments. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4).this complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter' investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Should additional information become available, a follow-up report will be filed.